Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not available.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach. The patient presented with a severe tortuous anatomy . During the procedure, the 16fr esheath was kinked after removing out the dilator. The esheath was removed as per IFU with no issues. Stronger support wires were used and a second esheath was placed which kinked again. It was decided to attempt to pass the valve over the very stiff wire. This went really well, and valve was deployed and functioned well. While removing the delivery system the esheath also came out because it was not secured with sutures (it was needed to move the esheath while inserting the valve). The delivery system was exposed inside vessel while trying to take it out and caused vessel trauma. This was repaired by a vascular surgeon via cut down. The patient recovered well and was discharged home. As per medical opinion, the root cause of the event was related to the patient anatomy.

Manufacturer narrative:
As no product was returned, to relevant visual inspection, functional testing or dimensional testing could be performed. Procedural imagery and 3mensio were provided . The esheath kinked during procedure. Calcification and tortuosity are present in the patient's access vessels. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint code. The IFU for commander delivery system, device preparation training manual, and procedural training manual were reviewed. Cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention, is noted as a potential adverse event. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The withdrawal difficulty was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''while removing the delivery system the esheath also came out because it was not secured with sutures (it was needed to move the esheath while inserting the valve)''. The complaint description also states ''delivery systems was exposed inside vessel trying to take it out, and caused vessel trauma, which had to be repaired by vascular via cut down.'' The provided 3mensio report was reviewed and ''severe'' tortuosity and calcification were observed in the access vessels. It is possible that patient anatomy may have resulted in the delivery system's interaction with the vasculature upon withdrawal, resulting in vessel damage. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. As no edwards defect that could have resulted in the complaint was identified, no preventative or corrective actions are required.